Event description:
It was reported that six months and fourteen days post a port placement, the catheter has allegedly been ruptured. It was further reported that the broken catheter had allegedly migrated to the pulmonary artery. Reportedly, the port system was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One image and two electronic photos were provided for review. The image appears to show a catheter that has embolized to the left chest and pulmonary artery. Both photos show one fractured segment of the catheter. No other visual anomalies were noted. Therefore, the investigation is confirmed for the reported fracture, material separation, and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and fourteen days post a port placement, the catheter had allegedly ruptured. It was further reported that the broken catheter had allegedly migrated to the pulmonary artery. Reportedly, the port system was removed. The current status of the patient is unknown.